Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 440 mg/dl. The customer reported blood at the site, infusion set bent cannula, high and low blood glucose levels. The customer had symptoms of sweating. The customer treated the high blood glucose level with the insulin pump. The customer did troubleshoot for the high blood glucose level and found the infusion set cannula bent. The customer reported a low blood glucose level of 47 mg/dl. The customer treated the low blood glucose level with food and glucose tablets. The customer declined troubleshooting for the low blood glucose. The current blood glucose level was 327 mg/dl. The insulin pump or infusion set will not be returned, however the sensor will be returned for analysis.